Event description:
During a routine shift check by a clinician, the device powered on without display. Complainant indicated that there was no patient involvement in the reported malfunction.

Manufacturer narrative:
The device was not returned to zoll medical corporation for evaluation. Instead, the suspect el displaye was returned. The reported malfunction was observed and attributed to a cracked el display. This damage is typically attributed to physicial abuse.